Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side implant removal from textured to smooth due to concerns of the product and deflation. Device was explanted.

Event description:
Healthcare professional reported right side implant removal from textured to smooth due to concerns of the product and deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.